Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources, additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet, and the pump subsequently shut down. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. The customer's blood glucose was 119 mg/dl. Reportedly, continued to use the pump for insulin therapy and manual injection.